Event description:
It was reported that the patient experienced both hyperglycemia and hypoglycemia while using the ilet after not meal announcing dinner, followed by device-driven correction and subsequent patient overcorrection with glucose tablets and ice cream; blood glucose ranged from a high of approximately 400 mg/dl to a low of approximately 41 mg/dl, with prolonged time above range and shorter time below range, and no alarms were reported. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal daily activities due to the glycemic excursions, with resolution as glucose trended back into range and no professional medical intervention. Investigation included review of user-provided data and troubleshooting with education regarding meal announcement and appropriate hypoglycemia treatment. Investigation of this case revealed no confirmed device malfunction and that user actions contributed to the event. It was concluded that the event was related to use error and glycemic management behaviors rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.